Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw35302 was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that approximately two days post ventricular assist device (vad) implantation, a chest computerized tomography (CT) showed possible pulmonary nodular amyloidosis (pna) and the patient was started on antibiotics. Three weeks later, a secondary chest CT confirmed multifocal pneumonia with concern for aspiration and new antibiotic medication was administered. Of note, air leaked around the chest tube and the duotube was pulled out overnight and replaced with sedation as well as the right pleural chest tube was removed. Based on the available information, the device may have caused or contributed to the reported event per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that approximately two days post ventricular assist device (vad) implantation, a chest computerized tomography (CT) showed possible pulmonary nodular amyloidosis (pna) and the patient was started on antibiotics. Three weeks later, a secondary chest CT confirmed multifocal pneumonia with concern for aspiration and new antibiotic medication was administered. Of note, air leaked around the chest tube and the duotube was pulled out overnight and replaced with sedation as well as the right pleural chest tube was removed. The vad remains in use. No further patient complications have been reported as a result of this event.